Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter in device syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when the instrument was prepared in the morning, a black unidentified object was found inside the barrel when the needle slip was shaken. Seal up immediately and report to medical and industrial information department for testing."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.